Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic procedure, on anastomosis, the anvil was bent. The event led to extend patient¿s hospitalization. An additional operation was performed to correct the issue. They performed re-anastomosis as surgical intervention.